Event description:
Drain allegedly fractured during physician attempt to remove drain from abdomen 7 days post cholecystectomy and roux-en-y reconstruction of common bile duct. This necessitated a return to surgery and general anesthesia to remove the retained drain fragment. Clear plastic tube fractured about 3/4" from the fenestrated drain tube. Pt discharged from hosp 12/21/96 without further complications.